Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. Based on the available information, the evaluation confirmed the reported complaint as the implant coil is not attached to the delivery pusher. The possible root cause for this complaint may be due to the stretching and tortuous anatomy that led the monofilament / knot to slip from its attachment zone.

Event description:
It was reported that during an embolization treatment, the coil encountered resistance within the microcatheter as tortuous anatomy was stated. Attempts were made to push and pull the device. During the attempted positioning, the coil prematurely detached from the delivery pusher partially within the vessel and the microcatheter. The entire system was withdrawn without incident. No intervention was taken, no patient injury was incurred.